Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect ca19-9xr results for one patient. The customer provided the following results (u/ml): (B)(6) 2013: initial 105, retest 104 these results appeared elevated compared to a previous specimen (70) from (B)(6) 2013. When the specimen from (B)(6) 2013 was retested on (B)(6) 2013 a result of 71 was generated. No adverse impact to patient management was reported

Manufacturer narrative:
An evaluation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 28229m500; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 28229m500, was identified.